Event description:
The customer's husband reported that the customer was taken by ambulance to the hospital due to hyperglycemia. The reported blood glucose reading was 13 mg/dl. The event occurred after the customer changed her infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.